Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was receiving baclofen (500 mcg/ml at 124.05 mcg/day) via an implantable pump for unknown indications for use. It was reported that the patients pump had been stalled since (B)(6)2021. They interrogated the pump and no recovery was seen. They confirmed with the patient's managing physician that the patient did not have an magnetic resonance imaging (MRI), electromagnetic interference (emi) or magnets. They were not with the managing physician as they would be the one to decide the next steps because the pump was stalled and had not recovered. The patient was doing great with no symptoms. Troubleshooting was unable to be performed.